Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. An object appearing to be a mobile thrombus was identified on the tip of the was via transesophageal echocardiography (tee) while the device was in the left atrium. This was noticed after transseptal puncture and before the pigtail wire was inserted into the was. The physician aspirated blood through the was, and successfully implanted the closure device. The patient was extubated post index procedure and was doing well post implant.